Manufacturer narrative:
Correction: h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, noise and high out of range pace impedance measurements of greater than 3000 ohms. Technical services (ts) recommended review with programmer. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, noise and high out of range pace impedance measurements of greater than 3000 ohms. Technical services (ts) recommended review with the programmer. This lead remains in service. No adverse patient effects were reported.